Event description:
The physician was attempting to use a 3.5 mm diameter x 09 mm length nc sprinter rapid exchange (rx) balloon dilation catheter for post dilatation of a newly deployed stent and it was reported that the balloon burst during use. The site was reported to be in the mid lad exhibiting 80% stenosis with moderate calcification and moderate tortuosity. Information received reported that the balloon was ramped up gradually and there was no rapid pressure drop experienced. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the distal tip was flared and damaged. Negative purge confirmed the presence of a leak. On inflation of the device, a leak was detected on the distal shaft proximal to the balloon bond. Water was also observed leaking from the distal tip. A hole was located on the outer and inner shaft proximal to the balloon bond of the device.

Manufacturer narrative:
Results: caused by another device/drug (it appears likely that the guidewire punctured the inner and outer distal shaft during the procedure). Conclusion: another device caused the failure (it appears likely that the guidewire punctured the inner and outer distal shaft during the procedure). (B)(4).